Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the implantable pulse generator (ipg) was unable to communicate with external devices. Patient indicated experiencing difficulty charging the ipg for at least 3 months and that he ceased charging the device. Ipg was explanted and replaced, no complications were noted during the procedure.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.